Manufacturer narrative:
Follow-up received on 03-nov-2015: the ptc investigation result was provided. Ptc global number is (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The reported medical events are not indicative of a quality deficit per se. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Follow-up information received on 05-nov-2015 from consumer. Case is now considered potential legal case. Consumer's date of birth was provided. Consumer stated that she could not find the card with the essure information and that her lawyer got papers (medical records). Her surgery was on (B)(6) 2015. She has a clear color picture of the essure in her pelvis. The essure was removed. Everything was removed except ovaries. Several sonograms and a cat scan were performed and it (essure) was not on any sonograms. When physician inserted essure she said she inserted 3 in the left and not sure how many in the right (fallopian tube). She did the radiologic imaging afterwards and it was fully embedded. The right tube had it (essure) and the left didn't but she put three in the left. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (ess205) (fallopian tube occlusion insert) inserted and experienced abnormal bleeding (interpreted as genital bleeding). She stated that the insert was fully embedded, and her essure migrated into her pelvis. Essure was removed 9 years after insertion. These events are serious due to their medical importance and listed in the reference safety information for essure. Although not reported as such, the most likely mechanism for essure migrated into her pelvis, would be through a uterine/fallopian tube perforation. It is not clear from the reported information whether the same insert which was embedded was later found in pelvis. Uterine/fallopian tube perforation may occur with trans-cervical intrauterine procedure (e.g. Hysteroscopy, curettage). Uterine perforation with essure may occur, most often during insertion. In this case, the exact date and mechanism of device embedment and migration were not known. Consumer stated that the physician placed 3 inserts in the left side, which could have contributed to the events. Considering the nature of the events, a causal relationship with essure therapy cannot be excluded. This case was regarded as incident since a device removal was required. The product technical analysis concluded that based on the available information, there is no relationship between the reported medical events and a quality defect. Further information (uterine perforation questionnaire) is being sought.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Manufacturer narrative:
Follow-up information was received on 04-dec-2015. Consumer desires no further contact, as per her attorney.

Event description:
This is a spontaneous case report received from a consumer via regulatory authority (case# (B)(4)) in united states on 16-oct-2015 which refers to a female of unspecified age who had essure (ess205) (fallopian tube occlusion insert) inserted in 2006. Consumer reported that first she gained a lot of weight, had severe abdominal and back pain, abnormal bleeding and recently found out that her essure migrated into her pelvis so she was getting a hysterectomy (date was reported but it is unreadable in the source document). She has been in pain for over a year. As concomitant medication she took baclofen, celexa and klonopin. Follow-up received on 03-nov-2015: the ptc investigation result was provided. (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The reported medical events are not indicative of a quality deficit per se. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (ess205) (fallopian tube occlusion insert) inserted and experienced abnormal bleeding (interpreted as genital bleeding). It was found out that her essure migrated into her pelvis, so she was getting a hysterectomy. These events are serious due to their medical importance and listed in the reference safety information for essure. Although not reported as such, the most likely mechanism for essure migrated into her pelvis, would be through a uterine/fallopian tube perforation. Uterine/fallopian tube perforation may occur with trans-cervical intrauterine procedure (e.g. Hysteroscopy, curettage). Uterine perforation with essure may occur, most often during insertion. In this case, the exact date and mechanism of device migration were not known. Considering the nature of the events, a causal relationship with essure therapy cannot be excluded. This case was regarded as incident since a surgical intervention will be required. The product technical analysis concluded that based on the available information, there is no relationship between the reported medical events and a quality defect. Further information (uterine perforation questionnaire) is being sought.

Manufacturer narrative:
This case was initially received via regulatory authority food and drug administration (reference number: mw5055331) on 16-oct-2015. The most recent information was received on 31-jul-2017. This spontaneous case was reported by a lawyer and describes the occurrence of the first episode of device dislocation ("essure migrated into my pelvis"), the second episode of device dislocation ("both essure devices migrated into her uterus"), genital haemorrhage ("abnormal bleeding") and embedded device ("fully embedded") in a (B)(6) year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use issue "inserted 3 in the left" in 2006. Concomitant products included baclofen, citalopram hydrobromide (celexa) and clonazepam (klonopin). On (B)(6) 2006, the patient had essure (ess205) inserted. In 2007, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("severe abdominal pain/ abdominal pain on her left side/ cramping"), back pain ("back pain/ back pain on her left side") and menorrhagia ("heavy menstrual bleeding/ heavy bleeding"). On an unknown date, the patient experienced the first episode of device dislocation (seriousness criteria medically significant and intervention required), the second episode of device dislocation (seriousness criteria medically significant and intervention required), embedded device (seriousness criterion medically significant), weight increased ("gained a lot of weight") and pain ("been in pain for over a year"). The patient was treated with surgery (full hysterectomy in (B)(6) 2015) . Essure (ess205) was removed on (B)(6) 2015. At the time of the report,first and the last episode of device dislocation, genital haemorrhage, embedded device, weight increased, abdominal pain lower, back pain, pain and menorrhagia outcome was unknown. The reporter considered abdominal pain lower, back pain, embedded device, genital haemorrhage, menorrhagia, pain, weight increased, the first episode of device dislocation and the second episode of device dislocation to be related to essure (ess205). The reporter commented: when physician inserted essure she said she inserted 3 in the left and not sure how many in the right (fallopian tube). She did the radiologic imaging afterwards and it was fully embedded. The right tube had it (essure) and the left didn't but she put three in the left. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2006: revealed that the coils were properly placed radiologic imaging afterwards (insertion time) and it was fully embedded. Several sonograms and a cat scan were performed and it (essure) was not on any sonograms. Quality-safety evaluation of ptc: final assessment: for cases where a device failure during insertion is reported. We conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert in this case. No product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The reported medical events are not indicative of a quality deficit per se. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Further company follow-up with the consumer is not possible. Most recent follow-up information incorporated above includes: on 31-jul-2017: summons received-reporter information updated, essure start date updated from 2006 to (B)(6) 2006. Events abdominal and back pain on her left side, heavy menstrual bleeding, cramping, both essure devices migrated into her uterus were added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.